Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained an error message, "scan again in 10 minutes," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer and had a loss of consciousness and was brought to the hospital by ambulance. The customer was provided unspecified medical treatment while in the hospital. No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent injury.